Event description:
The user facility reported a needle break with a pen injector needle when a patient performed a self-injection into the abdomen. Follow up communication with the user facility confirmed the following: the patient confirmed the needle disappeared from the needle hub; the patient found part of the needle; the patient brought it to the hospital; the impalement side of the needle was missing; the patient had an echo; the needle was found in the patient abdomen; the medical staff removed the needle by surgery; the procedure was completed successfully; and the patient is under observation.

Manufacturer narrative:
Device manufacture date is 06/18/2014 - 06/20/2014 the actual sample was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the pen injector device side of needle and the impalement side of needle were both broke off at the base. A microscopic inspection of the impalement side showed the needle was transformed into an oval shape and the needle had been bent. The glue was found to be removed and flared. The needle was deformed, broke, and twisted on the broken part of the pen device side. The thread was found to be damaged. The needle was found to be crooked and the opposite side of crooked part was deformed, broke, and twisted. The needle strength was tested to standard on this lot#, no anomaly found, meets manufacturing specifications and complies with (B)(4) "stainless steel needle tubing for the manufacture of medical devices" a review of the manufacturing inspection record for this lot# showed no anomaly such as scratch and/or bent which may lead to breakage of the needle. A review of the device history and inspection record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the needle being bent repeatedly when it was used and the pen injector device was inserted to the needle at an angle. The device labeling does address the potential for such an occurrence in the instructions-for- use with statements such as the following: "attach the needle straight to a pen-injector, and screw it clockwise until it stops. Do not change the angle of the pen after penetrating the skin in order to avoid breaking the needle. In case the needle broke off and remains in the body, please contact a doctor immediately." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).